Manufacturer narrative:
One ventilator was returned for evaluation. Device was noted to be in fair condition. The nrv functions were checked on device and the reported customer complaint has been confirmed. No audible alarms sounded. The problem source has been determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that there was no audible alarm to a smiths medical smiths medical pneupac® parapac® ventilator. There were no reported adverse patient effects.